Event description:
I had a vaginal mesh sling in 2002. Once I healed, it seemed great, however, I have begun to have several symptoms in the last two years. Last year, I went back to the gynecologist to have testing done, thinking the sling may need to be replaced. I have been having a discharge. I was told I had no incontinence. I have continued to have a discharge. My urinary flow is greatly decreased and I have very frequent uti's and yeast infections also, the discharge seems to be getting worse. I have also been tested for the discharge. Nothing seems to help for long.